Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly the pouch prematurely detached into the pt's cavity. The surgeon retrieved the component without injury to the pt.